Manufacturer narrative:
The device was returned to olympus for evaluation/inspection. Based on the results of the investigation, the wire stretched and the basket section could not be retracted could not be identified. A definitive root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Event description:
It was reported the single use retrieval nitinol basket v the wire stretched and the basket section could not be retracted. The issue occurred during a therapeutic endoscopic retrograde cholangiopancreatography and was delayed less than thirty minutes. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.